Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a biopsy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, this device was used for tumor biopsy. While attempting to obtain a biopsy using the spybite, it was noticed that the working channel sleeve protruded and slightly scraped the bile duct mucous membrane. This caused a small amount of bleeding which did not require treatment as the bleeding stopped on its own. Reportedly, no part of the spyscope ds device was detached and there were no reported issues with the spybite. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was good.